Event description:
Pt has silicone implants which they have had for over 15 years now. Pt was told at the time that they were perfectly safe and even if they were to leak or burst that it would not be a health risk at all. Pt thinks there is plenty of info out there showing how many women have been having problems for years and pt knows pt is one of them. Pt was a perfectly healthy woman but since having the implants pt has developed an auto-immune disease. Pt has a lot of unexplained problems such as pains in the chest, night coughing, eye problems, chest pain, unending breast pain, joint pains, headaches, dizziness, fatigue and no energy any more. Pt developed these symptoms gradually over the years but never really noticed anything until after they had had the implants in for about 7 or 8 years. At that time pt started noticing their joints hurting and they were beginning to tire more. Things have just kept going downhill. Now their heart rate seems to be always running fast and they tire very easily...feel like they have been running and shortness of breath over nothing. They have a rather large lump in their left breast which gives them pain most every day and night.